Manufacturer narrative:
Device passed selftest and displacement test. Pump error 63 alarm confirmed in the pump history due to broken traces on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had received hardware low level failures. The customer¿s blood glucose level was 190 mg/dl. Customer stated that they had a received hardware low level failures alarm twice. The customer was advised that the pump needs to be replaced and revert to back-up plan. The insulin pump will not be returned for analysis.